Event description:
Event description cpi received information that this bipolar lead was removed from service because of an oversensing issue. During a routine replacement procedure of an implantable pulse generator (ipg), the physician elected to replace this lead because of the sensing issue. Implanted-02/08/93. Removed-07/17/96. Implant months-41.

Manufacturer narrative:
Event conclusion cpi's analysis found: insulation abrasions 160, 220-225 mm from the terminal pin, the abrasion is on both sides of the lead. The wear pattern appears to spiral around the lead. Evaluation of the abraded region indicates the tubing wall thickness was reduced to the stage where pressure from the underlying coil resulted in the formation of holes in the silicone. The inside diameter of the insulation tubing has distinct impressions of the adjacent coil filars. The insulation breach is indicative of lead-on-lead contact coupled with compression about the abraded area.